Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-ms 3 pump needed programmed and was not working. It was noted that the pump "just went crazy" and "did not work". The distributor advise the patient's mother to take the patient to the hospital to resume therapy. The patient did not report any changes in symptoms. No injury was reported.